Event description:
It has been reported to philips that the wired footswitch was not working. No harm has been reported to philips. This case will be reported out of an abundance of caution due to lack of information. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the wired footswitch was not working. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.